Event description:
This unsolicited device case from united states was received on (B)(4) 2015 from a physician's assistant. This case concerns a (B)(6) years old male patient who received treatment with synvisc one and later developed allergic reaction, could not walk, could not bend knee, meniscal tear, his knee was bruised and was worse off than he was before injection. Patient had knee pain (visited physician in summer 2015) and fluid in knee. No past drug, medical history and concomitant medication were reported. On (B)(6) 2015, the patient had appointment with surgeon. Surgeon did x-ray and told the patient that he had fluid in his knee. Surgeon suggested synvisc-one injection and told the patient that it would help for two years. The patient agreed to injection. The same day, the patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml, once, with lot/batch number: 5rse010 (expiration date not provided) for knee pain. It was reported that knee of the patient was swollen, painful and bruised. He could not walk, he could not bend it and he was having burning sensation in the knee. He returned to physician on (B)(6) 2015 with same problems. Physician told him he was having allergic reaction and he should not have injection again. Physician told caller to continue to ice knee and take etodolac (lodine). Physician gave the patient a cortisone injection in the knee and told him that it may take a while for the inflammation to go down. The patient continued to have problems with pain and swelling. On (B)(6) 2015, he went to his regular doctor. The physician told the patient he would check his laboratory tests for infection, which were negative, and also ordered a magnetic resonance imaging (MRI). MRI done on (B)(6) 2015 showed a meniscal tear. The patient believed the synvisc-one injection caused the meniscal tear as he did not believe he had it prior to the injection. The patient had now had 5 weeks of physical therapy. It was reported that he could walk better now, but knee still hurt and he still had burning sensation. He was worse off than he was before the injection. The patient wanted to know what was recommended. The orthopedic wanted to do arthroscopic surgery. Corrective treatment: cortisone for allergic reaction and not reported for rest of the events. Outcome: recovering for could not walk and unknown for rest the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot number 5rse010 with expiration date mar-2018 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot number batch record review and lot number frequency analysis for lot number 5rse010, no CAPA was required. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of (B)(4) 2015, there was only one complaint on file for lot number 5rse010: (1) adverse event report genzyme biosurgery would continue to monitor complaints as stated in the relevant sop to determine if a CAPA was required. Seriousness criteria: required intervention for allergic reaction. Additional information was received on 23-oct-2015: expiration date, global ptc number and ptc results were added. Text was amended accordingly.

Event description:
This unsolicited device case from united states was received on (B)(6) -2015 from a physician's assistant. This case concerns a (B)(6) male patient who received treatment with synvisc one and later developed allergic reaction, could not walk, could not bend knee, meniscal tear, his knee was bruised and was worse off than he was before injection. Patient had knee pain (visited physician in summer 2015) and fluid in knee. No past drug, medical history and concomitant medication were reported. On (B)(6)-2015, the patient had appointment with surgeon. Surgeon did x-ray and told the patient that he had fluid in his knee. Surgeon suggested synvisc-one injection and told the patient that it would help for two years. The patient agreed to injection. The same day, the patient received treatment with intraarticular synvisc one injection, at a dose of 6 ml, once, with lot/batch number: 5rse010 (expiration date not provided) for knee pain. It was reported that knee of the patient was swollen, painful and bruised. He could not walk, he could not bend it and he was having burning sensation in the knee. He returned to physician on (B)(6)-2015 with same problems. Physician told him he was having allergic reaction and he should not have injection again. Physician told caller to continue to ice knee and take etodolac (lodine). Physician gave the patient a cortisone injection in the knee and told him that it may take a while for the inflammation to go down. The patient continued to have problems with pain and swelling. On (B)(6)-2015, he went to his regular doctor. The physician told the patient he would check his laboratory tests for infection, which were negative, and also ordered a magnetic resonance imaging (MRI). MRI done on (B)(6)-2015 showed a meniscal tear. The patient believed the synvisc-one injection caused the meniscal tear as he did not believe he had it prior to the injection. The patient had now had 5 weeks of physical therapy. It was reported that he could walk better now, but knee still hurt and he still had burning sensation. He was worse off than he was before the injection. The patient wanted to know what was recommended. The orthopedic wanted to do arthroscopic surgery. Corrective treatment: cortisone for allergic reaction and not reported for rest of the events outcome: recovering for could not walk and unknown for rest the events a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for allergic reaction.